Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was peformed and pump programming and function appeared to be normal.